Event description:
During index procedure, two endeavor rx drug-eluting stents were implanted to the mid and distal lad. The first stent (3.50 x 12mm) was implanted to treat the target lesion and the second stent (2.50 x 08mm) was implanted, abutting, to treat complication/dissection/bailout after stent implantation to cover target lesion. On the same day one endeavor (2.75 x 14mm) was implanted to the mid and distal lad. Patient was asymptomatic/ free of symptoms at 30 day, 6 month, 1, 1.5, 2 and 2.5 year follow up.

Manufacturer narrative:
Evaluation: results; inherent risk of procedure (dissection), (B)(4).